Event description:
The customer reportedly obtained a 396 mg/dl and 178 mg/dl on the accu-chek advantage system within a ten minutes timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer no longer has the strips used during the event. The customer was advised to return the strip vial. A request was made for the return of the suspect product; replacement was sent. The customer returned the empty strip vial. Retention strips used for testing.